Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 13-nov-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 30-oct-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that there was no failures in smart remote manager (srm). A field service engineer troubleshot the issue on srm and identified no adverse findings. All cables were reconnected, and the refrigerator lock was checked and customer verified functionality. The system functioned as intended when the field service engineer inspected the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, remote manager refrigerator lock hardware failed and would not open during recovery attempts. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.